Event description:
Had an inguinal hernia repair in (B)(6) 2012 with a mesh. Has been in chronic pain and limited activity since then. He cannot lift nor work. The right side of his abdomen feels lumpy. He is scheduled for surgery.